Event description:
It was reported by the patient that following the implant procedure one cylinder exploded causing severe pain and device no longer works with an inflatable penile prosthesis (ipp). The ipp remains implanted and active and requires a replacement.